Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to incontinence resulting from development of a fistula. A new device was not implanted. No further patient complications were reported.